Event description:
The biomedical engineer (bme) reported that the g9 monitor would display the nk logo for a moment, then go into a boot-loop cycle. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor would display the nk logo for a moment, then go into a boot-loop cycle. Undocking the input unit and attempting to boot it again did not resolve the issue, as well as removing all peripherals except the display and touchscreen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/06/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 01/12/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 01/22/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the g9 monitor would display the nk logo for a moment, then go into a boot-loop cycle. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor would display the nk logo for a moment, then go into a boot-loop cycle. Undocking the input unit and attempting to boot it again did not resolve the issue, as well as removing all peripherals except the display and touchscreen. There was no patient involvement. Investigation summary: the g9 monitor was returned to nihon kohden (nk) for evaluation and repair. During the evaluation, the reported issue was successfully duplicated. The software was reinstalled and the device initially worked as expected but it later rebooted and had a heating issue during testing. Possible causes may include a circuit failure or fan failure. Since the g9 was discontinued, repairs could not be processed due to limited parts availability. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/06/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 01/12/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 01/22/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.